Manufacturer narrative:
On 1-feb-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hub broke off. The hub on the vizigo broke off during insertion of the smart touch catheter. The sheath was replaced and the issue resolved. It was reported the hub on the vizigo broke off during insertion of the smart touch catheter. The sheath was replaced and the issue resolved. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guide wire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. It was also observed that the tip of the dilator was damaged. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found missing. The hemostatic valve could have been detached due to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device 00001810 lot number, and no internal action related to the complaint was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hub broke off. The hub on the vizigo broke off during insertion of the smart touch catheter. The sheath was replaced and the issue resolved. It was reported the hub on the vizigo broke off during insertion of the smart touch catheter. The sheath was replaced and the issue resolved. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 4-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).